Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed power loss multiple times. The customer's blood glucose was 218 mg/dl at the time of the incident. Troubleshooting was initiated for the power loss alarm. The customer was advised to return the insulin pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. However, unit received with corroded battery tube. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the pump trace download.